Event description:
It was reported that, during a tka surgery, the bone screw was noticed as bent and wobbly. A back-up device was available to complete the procedure. Surgery was delayed less than 30 min. The patient was not harmed.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was returned for evaluation. Visual inspection and functional inspection of the returned bone pin did not confirm the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. No problem found with the bone pin. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient¿s bone is harder than normal. No containment or corrective actions are recommended at this time.